Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3636ml. The largest prescribed fill volume was 2200ml, which meets iipv criteria. According to the nurse she was not aware of this event as the patient did not report it to her. Additionally, the patient did not report any symptoms of overfill. The nurse advised that the patient continued therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.